Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure devicelocation of device: moves around between stomach and uterus') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 684882-inv,694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and allergic rhinitis. Concurrent conditions included headache, nasal congestion, blurred vision, hyperlipidemia, seasonal allergy, itchy eyes, sneezing, rhinorrhea and upper respiratory infection. Family history included diabetes. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), genital haemorrhage ("gen. Abnormal bleed/abnormal bleeding (general)"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and urinary tract disorder ("urinary problems or changes"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/my menstruation is excessive.I bleed a lot"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2018. The patient was treated with patient received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, alopecia, weight increased, vaginal haemorrhage, urinary tract infection, migraine, female sexual dysfunction, adnexa uteri pain, uterine pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal bleed, menorrhagia, metrorrhagia, psych injury, bladder probs, vag. Infect, vag. Discharge, fatigue, hormonal changes, hair loss, weight gain. Discrepancy noted in date of insertion (B)(6) 2013. Current weight as of (B)(6) 2019:130 lbs. Approximate weight at the time of essure placement 110 lbs insertion date as per insertion details: (B)(6) 2013. Right tube 5 coils, left tube1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: as per mr: impression: 1. Scout radiograph of the pelvis reveals bilateral fallopian tube placement of essure devices overlying the isthmic portions of the fallopian tubes 2. The endometrial cavity is normal. 3. There is no filling of the fallopian tubes beyond the placement of the contraceptive essure devices. There is no free spillage of contrast into the peritoneal cavity. 4. Post procedure imaging of the pelvis reveals no evidence of late filling of fallopian tubs or spillage of contrast into the pelvis.. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Lot number reported ( 684882 ) is inv. Most recent follow-up information incorporated above includes: on 17-feb-2020: update of information (batch is invalid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device location of device: moves around between stomach and uterus') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 684882-inv,694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and allergic rhinitis. Concurrent conditions included headache, nasal congestion, blurred vision, hyperlipidemia, seasonal allergy, itchy eyes, sneezing, rhinorrhea and upper respiratory infection. Family history included diabetes. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse") and female sexual dysfunction ("apareunia inability to have sexual intercourse"). In 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), genital haemorrhage ("gen. Abnormal bleed/abnormal bleeding general"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and urinary tract disorder ("urinary problems or changes"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea cramping"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/my menstruation is excessive. I bleed a lot"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2018. The patient was treated with patient received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, alopecia, weight increased, vaginal haemorrhage, urinary tract infection, migraine, female sexual dysfunction, adnexa uteri pain, uterine pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal bleed, menorrhagia, metrorrhagia, psych injury, bladder probs, vag. Infect, vag. Discharge, fatigue, hormonal changes, hair loss, weight gain. Discrepancy noted in date of insertion (B)(6) 2013. Current weight as of (B)(6) 2019:130 lbs. Approximate weight at the time of essure placement 110 lbs. Insertion date as per insertion details: (B)(6) 2013. Right tube 5 coils, left tube1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on 06-jun-2013: total bilateral occlusion; on (B)(6) 2013: as per mr: impression: 1. Scout radiograph of the pelvis reveals bilateral fallopian tube placement of essure devices overlying the isthmic portions of the fallopian tubes. 2. The endometrial cavity is normal. 3. There is no filling of the fallopian tubes beyond the placement of the contraceptive essure devices. There is no free spillage of contrast into the peritoneal cavity. 4. Post procedure imaging of the pelvis reveals no evidence of late filling of fallopian tubs or spillage of contrast into the pelvis.. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Lot number 684882 is not valid. Lot number: 694962, manufacture date: 2009-12, & expiration date: 2012-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure devicelocation of device: moves around between stomach and uterus') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 684882,694962) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and allergic rhinitis. Concurrent conditions included headache, nasal congestion, blurred vision, hyperlipidemia, seasonal allergy, itchy eyes, sneezing, rhinorrhea and upper respiratory infection. Family history included diabetes. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion hospitalization), genital haemorrhage ("gen. Abnormal bleed/abnormal bleeding (general)"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection") and urinary tract disorder ("urinary problems or changes"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/my menstruation is excessive.I bleed a lot"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain") and was found to have weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2018. The patient was treated with patient received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, alopecia, weight increased, vaginal haemorrhage, urinary tract infection, migraine, female sexual dysfunction, adnexa uteri pain, uterine pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal bleed, menorrhagia, metrorrhagia, psych injury, bladder probs, vag. Infect, vag. Discharge, fatigue, hormonal changes, hair loss, weight gain. Discrepancy noted in date of insertion (B)(6) 2013. Current weight as of (B)(6) 2019:130 lbs. Approximate weight at the time of essure placement 110 lbs insertion date as per insertion details: (B)(6) 2013. Right tube 5 coils, left tube1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: as per mr: impression: 1. Scout radiograph of the pelvis reveals bilateral fallopian tube placement of essure devices overlying the isthmic portions of the fallopian tubes 2. The endometrial cavity is normal. 3. There is no filling of the fallopian tubes beyond the placement of the contraceptive essure devices. There is no free spillage of contrast into the peritoneal cavity. 4. Post procedure imaging of the pelvis reveals no evidence of late filling of fallopian tubs or spillage of contrast into the pelvis.. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received: new events were added: urinary problems or changes. Lab data, event onset date were added and reporter information were updated. Lot number added. Hospitalization for pelvic pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure devicelocation of device: moves around between stomach and uterus') and genital haemorrhage ('gen. Abnormal bleed/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 684882) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain and allergic rhinitis. Concurrent conditions included headache, nasal congestion, blurred vision, hyperlipidemia, seasonal allergy, itchy eyes, sneezing, rhinorrhea and upper respiratory infection. Family history included diabetes. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient was found to have hormone level abnormal ("hormonal changes") and experienced alopecia ("hair loss"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and urinary tract infection ("urinary tract infection"). In 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/my menstruation is excessive.I bleed a lot"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), migraine ("migraines / headaches"), nausea ("nausea"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain") and was found to have weight increased ("weight gain"). The patient was treated with patient received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, alopecia, weight increased, vaginal haemorrhage, urinary tract infection, migraine, female sexual dysfunction, adnexa uteri pain and uterine pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal bleed, menorrhagia, metrorrhagia, psych injury, bladder probs, vag. Infect, vag. Discharge, fatigue, hormonal changes, hair loss, weight gain. Current weight as of (B)(6) 2019:130 lbs. Approximate weight at the time of essure placement 110 lbs insertion date as per insertion details: (B)(6) 2013. Right tube 5 coils, left tube1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: as per mr: impression: scout radiograph of the pelvis reveals bilateral fallopian tube placement of essure devices overlying the isthmic portions of the fallopian tubes. The endometrial cavity is normal.. There is no filling of the fallopian tubes beyond the placement of the contraceptive essure devices. There is no free spillage of contrast into the peritoneal cavity. Post procedure imaging of the pelvis reveals no evidence of late filling of fallopian tubs or spillage of contrast into the pelvis. Ultrasound scan vagina - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal), urinary tract infection, migraines / headaches, apareunia (inability to have sexual intercourse), nausea, ovaries pain, uterus pain were added. Lot number was added. Concomitant conditions, historical conditions, lab data and reporter's information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with patient received treatment for migration. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal bleed, menorrhagia, metrorrhagia, psych injury, bladder probs, vag. Infect, vag. Discharge, fatigue, hormonal changes, hair loss, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration, gen. Abnormal bleed, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, psych injury, bladder probs, vag. Infect, vag. Discharge, fatigue, hormonal changes, hair loss, weight gain. Lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.